Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the 8th april 2010 and performed to specification up to the 30th november 2014. On the 7th december 2014 the device failed the weekly auto self-test due to a low battery. On the 8th december 2014 an increase in voltage suggests a further pad-pak was installed and the device was power cycled passing a self-test. The device successfully performed all weekly auto self-tests up to the 3rd january 2016. During this time fluctuations in voltage were observed. On the 10th january 2016 the device failed the weekly auto self-test due to a low battery. On the 11th january 2016 the device was power cycled passing a self-test. Investigation found the reported fault can be attributed to membrane failure. The excess current drain measured during the investigation and the measurements taken on the j11 connector would indicate a failing membrane. The fault could not be replicated with a new membrane fitted. Furthermore there was a slight fluctuation observed on the pogo-pins however this did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.